Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer was experiencing the symptoms of throwing up and hallucinating. The customer was admitted to the hospital and coma for 2 to 3 days in the hospital. The customer stated they brought her out of the coma on 10th. Customer stated that they removed the insulin pump from her and she doesn't know where it is at. The customer was advised to call the helpline.